Event description:
The event is reported as: customer reported the following: she received a replacement product for the rusch 22 fr 100% silicone two-way, 5 cc balloon indwelling foley catheter and stated that the "replacement two piece, stiff silicone catheter is painful to insert, causes continuous irritation between changes, and is difficult to remove because of a ridge at the base of the balloon after balloon deflation. It also causes bleeding when the catheter is removed because of the ridge scraping sensitive and fragile tissue during the difficult removal". It is unknown if this is a teleflex product. Additional info was requested.

Manufacturer narrative:
Unknown if sample is available for eval, therefore, investigation is incomplete.